Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in the shell, fold creases, wear abrasion, and a curved opening on plug strap. Leak test and microscopic analysis was performed which identified: two sharp openings on plug strap bond edge and partial delamination on plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge (anterior) assessed as an unidentified (tear) opening. Partial delamination on plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.